Event description:
It was reported that during an endoscopic thyroidectomy procedure, the tip of first device "cannula" was broken. Procedure was prolonged three minutes. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was noted to have the tip of the sleeve melted. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A possible cause of the damage found on the returned sleeve, could have been an interaction with energized devices during the procedure. It should be noted that an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.